Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of battery depleted set was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, mdq-(B)(4) associated with this report. (B)(4).

Event description:
Colleague infusion pump was reported originally for a battery issue. It is unknown when the reported condition occurred. No patient injury or medical intervention occurred. During a review of the pump's event history by baxter canada personnel, the device was found to have experienced a battery depleted set which interrupted delivery. This device utilizes user interface module master software version 6.63.92 categorized as remediated.